Manufacturer narrative:
Complaint conclusion: approximately eighteen days post deployment of an exoseal vascular closure device, the patient experienced ¿granulation tissue with drainage from the site and non-healing¿ per the physician¿s notes, examination of the site showed no signs of active infection, no thrills or bruits over the area no signs of abscess. The patient was originally started on doxycycline by his primary care physician thinking originally that it was an infection. The patient was recommended to start silver nitrate topical application twice a day and follow up with primary care physician in 1 week. If that fails, they will arrange for vascular surgeon to cauterize the site under local anesthesia in the outpatient lab. The procedure was a left cath, diagnostic coronary angiography. The physician has used the exoseal vcd at least 500 times. The product has not been returned for analysis at this time. A review of the manufacturing records could not be conducted without a lot number. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Based on the information available for review, it is not possible to determine if a relationship exists between the granulation tissue and puncture site drainage reported and the exoseal plug implanted. Therefore no corrective and preventive actions will be taken at this time.

Event description:
Approximately eighteen days post an unknown index procedure, a patient experienced an allergic reaction to the material of an exoseal device. Per the physician¿s notes, examination of the site showed the parents of granulation tissue with drainage from the site and non-healing. No signs of active infection. No thrills or bruits over the area. No signs of abscess. The patient was originally started on doxycycline by his primary care physician thinking originally that it was an infection. The patient was recommended to start silver nitrate topical application twice a day and follow up with primary care physician in 1 week. If that fails, they will arrange for vascular surgeon to cauterize the site under local anesthesia in the outpatient lab. The procedure was a left cath, diagnostic coronary angiography. The physician has used the exoseal vcd at least 500 times.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.